Event description:
The customer contact reported the device had s233 (over temperature-psc) malfunction alarm codes. There were no reports of any adverse patient event and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, s233 (overtemperature-psc) malfunction alarm codes were noted in the device history and the fan emitted an abnormal noise. No additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, s233 (overtemperature-psc) malfunction alarm codes were noted in the device history log and the fan was noted to emit an abnormal noise. The probable cause for the s233 alarm code was due to a broken fan. This report represents all the information known by the reporter upon query by hospira personnel.